Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed due to damage to the electrical component. Based on the results of the investigation, it is likely the following led to the malfunction: physical stress was applied to the electrical component unit, causing the phenomenon to occur. The event can be detected by following the instructions for use: 3.2 inspection of the endoscope should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced flickering images. There were no reports of patient or user harm associated with this event.